Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es users was unable to log after entering their username and there was a lag of over 10+ seconds before the bioid authentication pops. The customer stated that the malfunction caused delay in dispensing the medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server users was unable to log after entering their username and there was a lag of over 10+ seconds before the bioid authentication pops. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, section d concomitant med prod data correction: section d unique identifier (UDI), medical device brand name, medical device catalog, medical device serial, medical device model section e initial reporter first name, initial reporter last name, initial reporter phone, initial reporter e-mail, initial reporter facility name, other occupation section b describe event or problem upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bioid) or ad login lagged. A technical support specialist dialed into the server and checked the affected user ids, and found that both were no longer locked in es, setting the synchronization account ID to pyxis. The tss followed knowledge article 000016303 to verify that the users' accounts were not locked in the active directory. Queried dsserveroltp.core.authenticationevent for the users' login histories. Medapplication logs of nmpoplar showed that no users were able to log in and all attempts to contact ids were timing out. The tss ran test-net connection 'nemhs-pyxis-es.nemhsnet.local' and confirmed that the station could contact the server. Tried to set the station's ntp server to "nemhs.local" as listed in aria. The technical support specialist confirmed that when users attempted to log in, the stations reached the configured timeout limit and defaulted to cached credentials, while powershell tnc tests for ports 389 and 639 failed from the station to the server¿potentially explaining the login delays¿though time settings on the stations were not a contributing factor per the deployment guide, and the ticket was closed. The system functioned as intended after the technical support specialist troubleshot the device.